Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), heavy menstrual bleeding ('menorrhagia') and menstruation irregular ('irregular cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular bleeding"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), hypersensitivity ("hypersensitivity"), hot flush ("hormonal changes describe: hot flashes"), abdominal pain upper ("upper abdominal pain"), headache ("head pain"), gastrointestinal disorder ("gi conditions") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain lower, dyspareunia, hypersensitivity, nausea, alopecia, abdominal pain upper, headache, hormone level abnormal, gastrointestinal disorder, psychological trauma and anaemia outcome was unknown, the heavy menstrual bleeding, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection and weight increased had resolved and the hot flush and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, hypersensitivity, menstruation irregular, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 269 lbs discrepancy noted on essure removal date (B)(6) 2019 as per pif, (B)(6) 2019 as per removal details mentioned in mr: indications for surgery: pelvic pain, menorrhagia, irregular cycles, refractory to medical management. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -result unknown. Pathology test - in (B)(6) 2019: result uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix-no significant histopathologic changes. Endometrium-secretory endometrium. Myometrium-no significant histopathologic changes. Bilateral fallopian tubes-no significant histopathologic changes.. Ultrasound scan - on an unknown date: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: uterus: the uterus measures 11.6 x 4.1 x 6.3 cm in size. The uterus is normal in size. The margins are smooth. No uterine mass is seen. The endometrium is homogeneous and normal in thickness measuring 5 mm in ap dimension. Essure device. Left ovary: the left ovary measures 3.0 x 2.4 cm in size. The left ovary is normal in size and shape without significant focal masses or atypical cysts. Right ovary: the right ovary measures 2.9 x 2. 6 x 2.1 cm. The right ovary is normal in size and shape without significant focal masses or atypical cysts. Free fluid: there is no evidence of abnormal free intraperitoneal fluid. Bladder the bladder wall is normal in thickness without nodularity. Impression - negative pelvic ultrasound. Essure device in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), heavy menstrual bleeding ('menorrhagia') and menstruation irregular ('irregular cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular bleeding"). In october 2013, the patient experienced anaemia ("anemia"). In january 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), hypersensitivity ("hypersensitivity"), hot flush ("hormonal changes describe: hot flashes"), abdominal pain upper ("upper abdominal pain"), headache ("head pain"), gastrointestinal disorder ("gi conditions") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain lower, dyspareunia, hypersensitivity, nausea, alopecia, abdominal pain upper, headache, hormone level abnormal, gastrointestinal disorder, psychological trauma and anaemia outcome was unknown, the heavy menstrual bleeding, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection and weight increased had resolved and the hot flush and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, hypersensitivity, menstruation irregular, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 269 lbs discrepancy noted on essure removal date (B)(6) 2019 as per pif, (B)(6) 2019 as per removal details mentioned in mr: indications for surgery: pelvic pain, menorrhagia, irregular cycles, refractory to medical management. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - in january 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) -result unknown. Pathology test - in august 2019: result uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix-no significant histopathologic changes. Endometrium-secretory endometrium. Myometrium-no significant histopathologic changes. Bilateral fallopian tubes-no significant histopathologic changes.. Ultrasound scan - on an unknown date: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: uterus: the uterus measures 11.6 x 4.1 x 6.3 cm in size. The uterus is normal in size. The margins are smooth. No uterine mass is seen. The endometrium is homogeneous and normal in thickness measuring 5 mm in ap dimension. Essure device. Left ovary: the left ovary measures 3.0 x 2.4 cm in size. The left ovary is normal in size and shape without significant focal masses or atypical cysts. Right ovary: the right ovary measures 2.9 x 2. 6 x 2.1 cm. The right ovary is normal in size and shape without significant focal masses or atypical cysts. Free fluid: there is no evidence of abnormal free intraperitoneal fluid. Bladder the bladder wall is normal in thickness without nodularity. Impression - negative pelvic ultrasound. Essure device in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Patient middle name, reporter information, medical history added. Rcc updated. New event added: irregular cycle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), hypersensitivity ("hypersensitivity"), hot flush ("hormonal changes describe: hot flashes"), abdominal pain upper ("upper abdominal pain"), headache ("head pain"), gastrointestinal disorder ("gi conditions") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, hypersensitivity, nausea, alopecia, abdominal pain upper, headache, hormone level abnormal, gastrointestinal disorder, psychological trauma and anaemia outcome was unknown, the abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased had resolved and the hot flush and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Imaging procedure on an unknown date: essure confirmation test(s) (unspecified), result unknown. Ultrasound scan on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Event outcome: abnormal bleeding, cramping, hot flashes back pain , abdominal pain , uti, weight gain were updated to recovered and migraine, hot flashes were updated to recovering. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.